Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant availability

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a right hip revision procedure approximately 20 years post-implantation due poly wear. During the revision, the femoral head and poly liner were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed through review of medical records, which indicated long-term wear of the poly liner. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision procedure approximately 20 years post-implantation due poly wear. During the revision, the femoral head and poly liner were removed and replaced. No additional patient consequences were reported. Information received in medical records confirmed the patient was revised due to long-term wear of the polyethylene acetabular liner. Revision operative report indicated the liner was broken off posteriorly, was well worn and a tissue reaction consistent with polyethylene wear was present within the joint.